Event description:
A report was received that patient's implant procedure was aborted by the physician because the patient was bleeding profusely and the physician did not feel comfortable continuing with the surgery. The bleeding was not device related. Nothing was implanted and the patient is recovering.

Manufacturer narrative:
This is the final report.